Manufacturer narrative:
At this time, product has not yet been returned and the serial number provided is not valid.an extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc device detached prematurely the adhesive after 8 days of wear. Customer experienced hyperglycemia, sweating and "vomiting blood" and was seen by a healthcare provider who performed a blood work. Customer was treated with insulin via IV and ice chips to rehydrate. There was no report of death or permanent injury associated with this event.